Event description:
It was reported that during an iliac vein angioplasty and stenting procedure, a balloon failed to deflate. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced to predilate the lesion at 3 separate inflation at 5 atmospheres per inflation with no issues noted. The physician then deployed a 20x80x75 wallstent to treat the lesion with no issues. The physician utilized the same xxl balloon catheter to post dilate the stent at 5 atmospheres; however, the balloon failed to deflate. After extensive manipulation of the balloon catheter for approximately 30 minutes and multiple type of syringes, the physician was finally able to deflate the balloon enough to be withdrawn from the 10fr unspecified sheath. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during an iliac vein angioplasty and stenting procedure, a balloon failed to deflate. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced to predilate the lesion at 3 separate inflation at 5 atmospheres per inflation with no issues noted. The physician then deployed a 20x80x75 wallstent to treat the lesion with no issues. The physician utilized the same xxl balloon catheter to post dilate the stent at 5 atmospheres; however, the balloon failed to deflate. After extensive manipulation of the balloon catheter for approximately 30 minutes and multiple type of syringes, the physician was finally able to deflate the balloon enough to be withdrawn from the 10fr unspecified sheath. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Initial examination of the returned device noted blood and solidified contrast media in the balloon. The balloon was fully deflated however the balloon wings were not uniformly folded. The unit was attached to an encore inflation device however it was not possible to inflate the balloon due to the presence of the dried blood and contrast media in the balloon lumen of the shaft and the balloon. The balloon surface was examined for damage however due to the condition of the balloon it was not possible to confirm if there was any damage present on the surface e.g tears or pinholes. The shaft of the device was cut to examine the balloon lumen, no issues were noted with the lapweld region, balloon lumen or hub which could have caused the deflation issue reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).